Manufacturer narrative:
Corrected information: the patient¿s other gastrointestinal (gi) bleed events were reported under medwatch MFR report # 2916596-2018-05176, medwatch MFR report # 2916596-2018-05385, medwatch MFR report # 2916596-2018-05179, medwatch MFR report # 2916596-2018-05182, medwatch MFR report # 2916596-2018-05183, medwatch MFR report # 2916596-2018-05184, medwatch MFR report # 2916596-2018-05185, medwatch MFR report # 2916596-2018-05186, medwatch MFR report # 2916596-2018-05187, medwatch MFR report # 2916596-2018-05189, medwatch MFR report # 2916596-2018-05190, and medwatch MFR report # 2916596-2018-05192.

Manufacturer narrative:
The patient¿s other gastrointestinal (gi) bleed events were reported under medwatch MFR report # 2916596-2018-05176, medwatch MFR report # 2916596-2018-05177, medwatch MFR report # 2916596-2018-05178, medwatch MFR report # 2916596-2018-05179, medwatch MFR report # 2916596-2018-05182, medwatch MFR report # 2916596-2018-05183, medwatch MFR report # 2916596-2018-05184, medwatch MFR report # 2916596-2018-05185, medwatch MFR report # 2916596-2018-05186, medwatch MFR report # 2916596-2018-05187, medwatch MFR report # 2916596-2018-05189, medwatch MFR report # 2916596-2018-05190, and medwatch MFR report # 2916596-2018-05192. Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had gastrointestinal (gi) bleed. On (B)(6) 2018 enteroscopy found multiple bleeding angiodysplastic lesions in the duodenum. Injections were given and clips were placed. The patient reportedly had approximately 19 documented gi bleeds since 2014. The events reportedly followed the same process. The patient either has dark stool or feels tired and fatigued. The patient¿s hemoglobin (hgb) ranged from the lowest at 6.5 g/dl to highest of 14 g/dl since 2014 with a medium level of 9.5 g/dl. The patient¿s low inr was 1.06 and high was 3.93, with a medium of 1.7. Aspirin was stopped on an unspecified date and patient¿s goal inr was 1.6-2.0, keep on lower end. The patient had multiple blood transfusions on unspecified dates along with proton pump inhibitor (ppi) and monthly long-acting sandostatin octreotide injections as an outpatient that began on an unspecified date. Thalidomide was attempted on an unspecified date, but side effect was too severe. To the point the gi physician no longer scoped the patient. On (B)(6) 2018 it was reported that the patient was compliant with medications.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.